Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose level was 455 mg/dl at the time. Her blood glucose level at the time of the incident was 396 mg/dl. She was assisted in troubleshooting for high blood glucose. The customer reported a blank display on her insulin pump. She was assisted in troubleshooting and it was reported that the display returned after insulin pump restart. The insulin pump will not be returned for analysis.